Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to a chronic wound infection.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to chronic wound infection and incomplete partition type 3. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.

Event description:
The user has been explanted due to a chronic wound infection.